Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 31-aug-2015 who had essure (fallopian tube occlusion insert) inserted for permanent sterilization in 2008. Additional information received on 15-sep-2015 (ptc investigation result). The consumer was not pregnant by the time of essure insertion. After the procedure she started experiencing bad periods. In 2012 her physician wanted to do an ablation which could only be a hot water ablation because of essure coils. The consumer agreed and during the procedure the physician did not see the essure. The physician, then, went ahead and did a shock ablation too. The consumer reported that she was out when the physician decided to do the shock ablation and she was only informed about the double ablation after she woke up. She stated that she did not consent to this. Now, ever since the ablation procedures, she had been having severe, really bad lower abdominal pain. She also reported that her ovaries were covered in cysts. She stated she loved the essure product and it did not cause her problems - the ablations did. She was given vicodin and ibuprofen for pain. She also reported that she cannot function during the day. Her essure physician suggested she has a hysterectomy; however she did not want to have it due to her young age. On (B)(6) 2015 she had an appointment with a new physician who would do an ultrasound. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and while she was having the hot water ablation, doctor did not see essure coils (seen as device dislocation). A hysterectomy was suggested by her physician. This event is serious due to its medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported adverse events and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up information received from consumer on 16-dec-2015 follow-up attempts have been completed with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and while she was having the hot water ablation, doctor did not see essure coils (seen as device dislocation). A hysterectomy was suggested by her physician. This event is serious due to its medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported adverse events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Follow up information received on 27-jan-2016: essure consumer general questionaire received. Her weight and height were provided. She denied the event ovaries are covered by cysts. She had no previous gynecological problems or procedures, no relevant history or concurrent conditions. Essure was inserted 7 years after her last pregnancy, with lot number 625641. As backup contraception she used depo provera. She experienced major abdominal pains. She was treated with pain medication. She was eventually hospitalized when she could not handle it after years of pain, she had her tubes and essure removed on (B)(6) 2015 and then a full hysterectomy. During the surgery, her tubes were mush (as reported). She recovered from the essure removal procedure ad her symptoms/ pain resolved after hysterectomy. She believed her condition was caused by essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had severe, really bad lower abdominal pain after essure (fallopian tube occlusion insert) insertion. Additionally, while she was having the hot water ablation, doctor did not see essure coils (seen as device dislocation). She was eventually hospitalized and essure was removed (hysterectomy and salpingectomy performed). The reported events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in abdominal pain. In this particular case, the exact date and mechanism of dislocation were not known, however given events nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident, since hospitalization and device removal were required. Additionally, non-serious events were reported. An updated product technical analysis (lot number reported upon follow-up) is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 04-may-2016: ptc global number: (B)(4). Lot.625641; manufacturing date: aug-2007; expiration date: jul-2009 for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had severe, really bad lower abdominal pain after essure (fallopian tube occlusion insert) insertion. Additionally, while she was having the hot water ablation, doctor did not see essure coils (seen as device dislocation). She was eventually hospitalized and essure was removed (hysterectomy and salpingectomy performed). The reported events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in abdominal pain. In this particular case, the exact date and mechanism of dislocation were not known, however given events nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident, since hospitalization and device removal were required. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se.